Manufacturer narrative:
No sample was returned for eval. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of investigation.

Event description:
The surgeon reports an unspecified issue during the extraction of oxane hd silicone oil, potentially associated with retina or capsule tissue. Additional info has been requested but has not been received